Event description:
It was reported that when using the bd pyxis¿ es server, patients and orders were not crossing over on multiple stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.ired. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where patients and orders were not crossing over on multiple stations. A technical support specialist (tss) restarted the enterprise server (es) services and also restarted the .net services on the server. The interface utility was deployed; however, the deployment failed, and the issue was escalated to the interface team. An integration support engineer dialed into the carefusion coordination engine (cce) and found that the cce service was not running. The service was started, after which messages began to cross successfully. An error was identified in the event viewer indicating a network connection issue with the structured query language (sql) database. Since the database was hosted locally, it was determined that high memory utilization could have caused a connection issue between the database and the application. The customer was contacted and confirmed that the stations were no longer in critical override and that messages were crossing over successfully. The customer agreed to close the case, as the issue was resolved. The system functioned as intended after the technical support specialist and integration support engineer troubleshot the device.